Manufacturer narrative:
The field service engineer (fse) inspected the instrument and noted aspirate probes, dispense probes, and the sample probe were in good condition. The fse disassembled the wash and precision pumps and noted the wash valve was worn. The fse replaced the incubator belt, the wash valve seals, rotor and stator, and performed all necessary alignments. The fse also performed preventative maintenance (pm) major. The fse completed a successful system check and high sensitivity system check, and performed a passing 20-replicate precision test using wash buffer. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. All related medwatch reports associated with this incident: 2122870-2014-00641; 2122870-2014-00642; 2122870-2014-00643; 2122870-2014-00644.

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results, for multiple patients, involving the access 2 immunoassay system. This report is one of four referencing the patients on the event date noted. The customer stated the non-reproducible results were released out of the laboratory and questioned by the physicians. The customer reanalyzed the patients' samples, on an alternate access 2 instrument, and obtained expected results. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) and system check were within expected ranges. The patients' samples were collected in lithium heparin tubes and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at ambient temperature. No sample integrity issues were reported. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.